Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "had natrelle implants put in many years ago, they were style 68, they failed". Patient later reported "the implant deflated". This record is for the left side. Device remains implanted.